Event description:
It was reported to medtronic neurosurgery that a patient was implanted with a strata valve, pressure level 2.0, the ventricular size was not reduced. The valve was adjusted to pressure level 0.5 and no reduction was noted. It was reported that on the angiograph, flow was observed on the ventricular side, however there was no flow noted on the abdominal side due to a possible kink. It was reported that the ventricular catheter was explanted and replaced. According to the report, the patient has not experienced any adverse effect from this event.

Manufacturer narrative:
The returned catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. (B)(4).